Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: spinal stenosis l4-5 and l5-s1; lower back pain; lumbar radiculopathy. For which, patient underwent following procedures: anterior lumbar interbody fusion between l4-5; anterior lumbar interbody fusion between l5-s1; insertion of intervertebral biomechanical device at l4-5; insertion of the biomechanical device l5-s1; posterolateral fusion between l4 and l5; posterolateral fusion between l5 and s1; segmented instrumentation from l4-s1; left sided l4-5 decompression; microscopic microsurgical technique. Per op notes, from the front surgeon used cage size 14x3x3 times four cages, two cages for each level. Surgeon used a total of three bmp kits, one large, one medium and one small which divides into two disk space with the last bunch reserved for posterolateral fusion between l4-5 and l5-s1. Surgeon used pedicle screw system. At l4 they used pedicle size 4.5 x 40, at l5 6.5x40 and at s1 6.5 x 35 and used two 35 mm rods. At l5-s1, surgeon performed a diskectomy and then put in size 14 cage x three. The cage was countersink approximately 1 mm. The cage was packed using a packet of bmp large. Some of the bmp was saved for between the cages. Another 14x3 and 3 cage times 2 were put in the l4-5. Surgeon had to open up another small kit of bmp because the cage was so large. Bmp was put in between the cages and outside the cage. Rest of the bmp out the lateral gutter along with all of the local bone graft. Patient tolerated the procedure well with no complications reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.